Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display failed. The display was moving up and down. The device was not changed out, as the perfusionist (ccp) stated the roller pump could be controlled by central control monitor (ccm) and was able to check the status of pump in the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the local display of a roller pump "flashed" and later the display went blank. The pump did not lose power and continued to be used adequately with the ability to be controlled from the local knob or ccm display. Pump speeds and calculated flow rates were able to be monitored on the ccm. The case was completed successfully, with no change out and no delay in the surgical procedure. There was no associated blood loss and no harm observed.